Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hair was found on the bottom of the foley tray. It had been secured with tape.

Manufacturer narrative:
The reported event was confirmed manufacturing related. The reported failure was able to be reproduced. The product had caused the reported failure. The sample was evaluated and the hair observed was taped on the tray of tray kit product. Performed microscopic observation for the sample and confirmed that the foreign material is hair. The reported event is confirmed as manufacturing related issue. There was CAPA 13490360 issued to document the investigation. The potential root cause for this failure could be due to improper handling/ unclean machine or working area. A review of the device labeling have been conducted for investigation purposed. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in process controls are adequate to identify the defect or verify the product integrity. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hair was found on the bottom of the foley tray. It had been secured with tape.